Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after the customer changed the pump to another one and an alarm sounded with no message displayed on the screen. The customer changed the pump to another one, but the alarm persisted. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: a product sample was received for evaluation. Visual and functional testing were performed. No damage, kinks or other defects were found. The sample was received without blue clip and without white cap. Function testing found the sample was fully priming and connected without difficulty, the pump was set running and a no disposable alarm occurred. Therefore the reported event was duplicated and the root cause is unknown. No lot number was provided; therefore, device history record review could not be completed. A corrective and preventative action has been opened to address the reported issue.